Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure the tip of the balloon catheter separated prior to entering the pt. The balloon catheter tip was visualized separating during advancement over a guide wire. Reportedly the balloon catheter did not enter the pt and no pt injury was associated with this event.